Manufacturer narrative:
Qc was within the established ranges prior to and after the event. A field service engineer (fse) went on-site and replaced the tricontinent syringe after noting that it was leaking.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 800 pro synchron chemistry analyzer erroneously reported out 2 high creatinine (crem) patient results. There was no affect to patient treatment with regard to this event.